Event description:
It was reported to aci by a male pt that he initially went in for a catheterization procedure on (B)(6) 2012 at approx. 7:30 am in which a mynx device was used. The pt was released to home the same day of procedure ((B)(6) 2012) at approx. 2:30 pm. The pt stated, he returned to the hospital post procedure on (B)(6) 2012 at approx. 8:30 pm, due to a pseudoaneurysm and was hospitalized. An ultrasound was performed at the hospital. Reportedly, the pt had surgery done due to the pseudoaneurysm on (B)(6) 2012. The pt was released from the hospital on (B)(6) 2012. No further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.